Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-dec-27: information was received from the patient. They indicated their controller does not last a full charge. Caller reports the manufacturer representative (rep) indicated they need their recharger telemetry module (rtm) replaced. Caller reports they charged their controller to 100% charged and they would charge their implant for 2 hours, the controller battery depletes to 30% and cannot continue charging. Caller reports they were told their implant would only takes 45 minutes to charge. Caller reports they were able to charge the implant to 90%, before the controller dropped to 30% after 2 hours. Caller reports they do not use the recharging belt, as that does not work. Caller reports they tug their recharger to their pants, sees excellent coupling, sits and lean against a pillow on the couch, controller screen goes to sleep, and they look at the blinking green led light on the controller. Caller is not happy. Caller indicates they know what they are doing. Redirected caller to patient's healthcare provider (hcp). 2024-feb-09: additional information was received from the patient. They reported that they tried the band and went back to the healthcare provider (hcp). They are doing a revision to repair or move generator. The patient met with the hcp and stated the generator popped out of its pocket and was basically perpendicular to the skin. Hcp took the patient back in for revision of pocket as it was at the level of their kidneys and they moved it down to their right superior butt cheek. Patient stated it charges very easy now.